Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Eval found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The affected upper aux assembly was replaced.

Event description:
It was reported that a device alarmed system error 322. There was no pt incident reported.